Manufacturer narrative:
The reason for this revision surgery was identified as a worn insert after 12.75 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the revision surgery. There was a 15 minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the sixth complaint for this part number(350-09-208), first complaint for this lot. The root cause for the worn out insert was most likely normal wear. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to poly wear. A delay in the revision surgery was noted due to the surgeon being unfamiliar with the djo product and the first tibial insert was wasted during application.

Manufacturer narrative:
Hospital disposed.